Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, interrogation revealed non-sustained rv oversensing episodes. No further information available.

Event description:
New information received notes that no programming changes were made to the device. The patient condition was stable.